Manufacturer narrative:
Multiple attempts were made to follow up to obtain information regarding the repair and operational status with no response from the reporter and cannot be determined. If additional information is later obtained, a supplemental report will be submitted.

Manufacturer narrative:
Date of event: (B)(6) 2021. Date of report: 04feb2021.

Event description:
It was reported to philips that the device was reading high resistance and had a speaker malfunction. The device was not being used on a patient at the time of the event. There was no patient or user harm reported.